Manufacturer narrative:
The reported incident that plate anchorage mtp / cross plate - left was alleged of issue s-12 (implant breakage after surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to a patient related issue. The failure was most likely caused caused by overload/fatigue. The event occurred 7 months after implantation. Non-union is well known complication which has been taken into account during risk assessment and it is specified in literature. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device will not be returned.

Event description:
Anchoarage mtp cp plate broke, it was removed along with screws. J&j 4.0 titanium cannulated screw was implanted with a variax 6 hole curved plate and 5 variax screws.